Event description:
It was reported that a patient received an alert for right ventricular lead noise via remote transmission. It was noted in the emergency room that the secure sense algorithm was inappropriately detecting rv lead noise although no true lead noise existed. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that when the asymptomatic patient presented in clinic for a follow-up, the device was post-paced t-wave oversensing. The device was reprogrammed.